Event description:
Information was received from a consumer regarding a patient receiving intrathecal therapy via an implantable pump for non-malignant pain. The drug, dose, and concentration were unknown. It was reported that the patient was due for a refill, and a refill was missed. The personal therapy manager (ptm) displayed code 8286 (empty reservoir). The patient went to the healthcare provider (hcp), and they put some medicine in them; they were going to put more in on (B)(6) 2017. The patient had a refill appointment [scheduled] for (B)(6) 2017. There were no reported symptoms. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.